Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion¿1x16 perc lead kit-50cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patients lead and lead splitters had contacts out. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and lead replacement procedure. It was physicians preference to replace the ipg to address a new area of pain, no device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients lead and lead splitters had contacts out. The patient will undergo a lead replacement procedure.